Event description:
A (B)(6) female pt's download showed can comm timeouts and service code 107. Zoll lifecor customer support contacted the pt to replace the electrode belt. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon inspection, the electrode belt was found to have a broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified but was probably a result of excessive force applied to the connector. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.